Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the keypad buttons were hyper-responsive and caused scrolling. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: no damage was observed to the pump keypad cover, but the keypad symbols were worn off. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. All of the keypad buttons were also hyper-responsive when a response was elicited. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the pump display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.